Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time sterile samples were not available for testing / review. Retained samples were not available for review. No photos of the surgical site were provided for review, if samples, photos or additional information become available at a later date, the samples, photos or information will be reviewed and results will added to the file. A follow-up report will be submitted. The suture breaking during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength. It's also possible the devices are being grasped with surgical instruments damaging the suture allowing the suture to break during use. Pga/pcl suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this particular lot was reviewed and the exposure time meets the current criteria. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points, swage areas and attachments, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving sterile devices from this same lot to review/test or receiving detailed information regarding the pre-operative preparation of the devices, tools utilized to grasp the devices, the method utilized to anchor the device in the tissue, the patient¿s health status and quality of the tissue, or the surgeon¿s experience and/or technique, a definitive root cause for the reported event cannot be confirmed with certainty.

Event description:
During a surgical procedure it was reported that, when the doctor passes the point at the sub-axillary level; the suture was damaged, leaving it in the middle strand (stratafix 2/0 suture of 30cm). The surgery was not delayed. It is not known how the fragments were removed. The surgery was completed successfully.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes.